Event description:
On (B)(6) 2014, a customer reported an unexpectedly negative antibody screen when testing a blood sample on a galileo echo.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on (B)(6) 2014. An immucor field service engineer (fse) visited the customer site on (B)(4) 2014 to assess the instrument. It was found that the instrument probe was slightly bent and discolored, the rinse station was leaking and the camera required calibration on all color averages. All of the issues were corrected by the fse.